Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined, the reported perforation appears to be related to procedural condition. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve, and the clip was deployed. However, after the sgc was removed from the patient, a slight right to left shunt was observed. It is possible the shunt was caused by the positive pressure of the ventilation, but this cannot be confirmed. The atrial perforation was not treated. The patient ¿s hemodynamics were stable and oxygenation was fine. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.